Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 235 mg/dl of unknown cause and used the ilet to bring glucose back into range, with troubleshooting and education completed. Symptoms included elevated blood glucose without reported clinical symptoms. Outcomes included resolution without hospitalization or long-term impact. Investigation included a review of device use and user education. Investigation of this case revealed no device malfunction identified and no component failure observed, consistent with user-reported cause unclear and effective device-guided recovery. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.